Event description:
Customer reportedly obtained results of hi (result greater than 600mg/dl), 137mg/dl, and 131mg/dl on the advantage system within ten minutes. No action taken on device results. No adverse event reported. Requested return of suspect system, however strips are unavailable for return.